Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station went to a black screen. The field service engineer replaced the drawer control board for drawer 3.1. Repaired pixie bus module control board display led indicators. Restarted the station, then logged in and assigned the replacement control boards in storage space configuration to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer was unable to open. The customer reported that the station sy-36 was on black screen state. Even after reboot the issue was still persisting. The customer stated that the user was unable to remove/issue medication to the patient during this malfunction and caused a delay in patient care. There were no adverse events or injuries reported based on this incident.